Manufacturer narrative:
The reported event was lead dislodgement. As received, a partial lead was returned in four pieces. Visual inspection of the lead found the helix was stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal shorting was noted due to procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented during a procedure. During the procedure, the atrial lead was dislodged as it got caught up with a lasso mapping catheter. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.